Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported difficult to insert and difficult to remove sgc from stabilizer were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted that while connecting the steerable guide catheter (sgc) to the stabilizer, unusual heavy resistance was observed. Two clips were then implanted, reducing mr to a grade of 1. Heavy resistance was also observed when removing the sgc from the stabilizer. There was no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.